Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels. Customer¿s blood glucose level was over 600 mg/dl. Customer treated their high blood glucose levels via manual injection. Troubleshooting for high blood glucose was performed. Customer advised they work in construction and the infusion set pulled off accidentally which resulted in losing insulin. Customer advised the infusion set pulled off which did not allow them to receive insulin causing the high blood glucose levels. Customer advised they would discontinue using the insulin pump since it did not fit their lifestyle. Customer advised they would return the insulin pump.

Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, force sensor test, basic occlusion test, occlusion test, sleep current measurement, active current measurement and self test. No unexpected alarms noted during testing. (B)(4).